Event description:
Information was provided to this reporter concerning the esophageal dilation balloon 18-20 boston scientific. The flag on the balloon catheter that indicates what number on the gauge to pump the balloon that correlates with mmhg was not present in the packaging. The balloon was thrown away and a new one was opened.